Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side rupture and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, creases, wear abrasion, white particles calcification-like in device outer surface, and cloudiness/voids in the gel after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no observed openings on the device or issues related with the complaint (rupture).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and pain. Device remains implanted.